Event description:
It was reported to boston scientific corporation that during a vaginal repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the last mesh leg assembly after it was placed. The physician retrieved the needle using forceps. The physician cut this mesh leg off, and trimmed back remaining mesh. The case was completed using only three out of the four mesh legs. There were no further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.